Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that dentist was unable to place the implant because driver was stuck in the implant. Another implant and driver used to finish the surgery.

Manufacturer narrative:
A certain driver tip ¿ long (impdtl) was returned. Visual inspection of the as received product identified signs usage around the driver tip. The driver hex and the o-ring had evidence of wear. The driver tip was functionally tested with the subject implant. The driver tip was unable to completely engage into the implant drive feature. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.